Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The pump was not priming properly. The staff suspected a purge issue and elected to replace the impella cp with a new device. The patient was stable.

Manufacturer narrative:
The investigation into the priming issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the priming issue cannot be determined as no product was returned and no abnormalities were observed from field logs.